Manufacturer narrative:
(B)(4). The sample has been received and is awaiting evaluation. When the evaluation results are complete, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the male luer was disconnected from the tubing. The reported condition was confirmed. The root cause of this condition was attibuted to a lack of solvent to bond the two components. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an interlink system secondary medication set in which the male luer adaptor disconnected from the tubing. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.